Event description:
Same case as MFR#: 2134265-2009-06138, 2134265-2009-06153. It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis and a myocardial infarction occurred. The patient presented with chest pain. A 3.00x20mm, 2.75x32mm and 2.75x20mm taxus express2 drug eluting stents were deployed in the right coronary artery and the left anterior descending artery. No patient injuries or complications were reported. Five months post procedure, the patient presented with thrombosis in the mid and distal third of the left anterior descending artery. No further patient injuries or complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.